Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and liver disease/toxicity, dizziness and/or headaches, nausea/vomiting, and inflammatory response. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and liver disease/toxicity, dizziness and/or headaches, nausea/vomiting, and inflammatory response. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box- h: if follow-up, what type? ,conclusion code grid , evaluation results code grid and evaluation method code grid has been updated in box g: date received by mgf has been updated.

Manufacturer narrative:
Device evaluation has been completed. H11 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity and liver disease/toxicity, dizziness and/or headaches, nausea/vomiting, and inflammatory response. There was no report of medical intervention. The device was returned to a third-party service center. During the device evaluation, the technician confirmed no particles in the air path and no secondary findings was observed. During evaluation there were seven error codes observed. The third-party service center concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Device was corrected. Due date has been updated. In box g: date received by mfg. Has been updated. In box h6: evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.